Event description:
The customer reported that while the unit was in use on a pt, the unit's display was blank and then came back on right away. The therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the reported failure. The company rep replaced the display controller board (B)(4), and the video receiver board (B)(4). The unit was tested to factory spec. It functioned normally and was returned to the customer.